Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 383 mg/dl-"high"; specific value was not provided. Reportedly, customer "felt like she would pass out". Cause of bg was unknown. Customer administered a bolus via the pump to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not turned on the control iq feature and the pump was working as intended.